Event description:
Complainant stated: the open/close mechanism of the 6550 vaginal speculum broke during a pt exam. The open/close mechanism was located outside of the pt. There were no injuries and no medical intervention was needed. This event occurred in (B)(6).

Manufacturer narrative:
Investigation could not be performed as product was discarded by user. Lot number could not be confirmed for batch review. Defect could not be confirmed. There have been no other complaints of this type for this product.